Event description:
Staff reported that asystole alarms did not go off at the central station. Pt went into v-fib on central station and there was no response for approx 40 min.

Manufacturer narrative:
The biomed at the site completed performance testing on the device finding the device operating as designed. A philips field service engineer (fse), went onsite to post incident and tested the central which was in use with telemetry and found all working appropriately. He also, obtained add'l info including log files which revealed multiple red arrhythmia alarms occurring for this pt at the time in question which were silenced by users. Additionally, the emergin alarm orchestrator logs were copied which revealed the alarms in question were sent to the assigned paging receiver. No device malfunction occurred.